Manufacturer narrative:
Eval: method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The lead was visually inspected and broken wires were observed 10.5cm away from the paddle. Compression damage was noted on the lead segment approximately 12cm away from the lamitrode paddle. The lead also appeared discolored. Functional testing was not performed due to the broken wires in the lead segment. Conclusion: the reported complaint was confirmed. As received, the lamitrode had broken wires approximately 10.5cm away from the paddle. No functional testing was performed due to broken wires in the lead segment. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt was implanted with a scs system. On (B)(6) 2010, it was reported that the pt lost stimulation. An x-ray was taken and revealed the lead was broken near the anchor site.